Event description:
Subsequent to the initial MDR, additional information has been provided. Product was provided for investigation. An external visual inspection was performed and passed. The allegation was undetermined via product. The probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional . H6: type of investigation - additional. H6: investigation findings - additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The wearable sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient experienced a missing wire after removal. According to the related skin reaction complaint, the patient experienced inflammation extended beyond the patch perimeter. According to the report, the patient visited his dermatologist. The patient did not undergo diagnostic imaging, but it was determined that it was the sensor wire causing the inflammation as it was missing from the sensor. The patient was diagnosed with skin infection and treated with doxycycline 100 mg twice daily. There were reportedly no attempts made to remove the retained wire. At the time of the report, the patient's condition was fine. There was no documentation of further medical evaluation or intervention. No photo was provided for review. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.